Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device has not been sent back.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2016 with a bifurcated device and two suprarenal aortic extensions. A follow up angiogram revealed a type 1a endoleak and the physician elected to explant the stents on (B)(6) 2016. The patient is doing well.